Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported white screen which was reproduced. Visual inspection determined to be failed processor board. Evaluation determined that the issue is attributable to failure of the processor board after observing normal function while testing with a known good component. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.